Manufacturer narrative:
One gold-tite tm hexed screw was returned for inspection. The screw was fractured at the top of the threaded region. The alleged complaint is therefore confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. The biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of gold-tite tm hexed screws, it is recommended to torque at 20ncm. A singular cause for the complaint could not be determined.

Manufacturer narrative:
Patient's age and date of birth not provided/ unknown. Device lot number not provided/ unknown. Product not returned.

Event description:
Doctor indicated that the abutment screw (iunihg) fractured. Tooth location 30.